Manufacturer narrative:
D10: 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t: (B)(6). 02-012-50-5013 - tru tib aug 1/2 rm sz 5, 10mm: (B)(6). 02-012-60-2412 - tru stem ext 24mm x 120mm: (B)(6). 02-012-60-2080 - tru stem ext 20mm x 80mm: (B)(6). 02-012-65-5011 - tru cc tib insert size 5, 11mm: (B)(6). 02-010-06-0350 - tru cc femoral size 5 right: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 95 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, femoral knee debonding/loosening, pain, stiffness, discomfort, and weakness. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b2, h6. MDR section codes updated/corrected: b. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. H6: clinical code for aseptic loosening was removed. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.